Manufacturer narrative:
Initial and final device 4 of 4

Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced four infusions sets leakage at site events on (B)(6)2024. Infusion sets were used for 1 day. The blood glucose level was 280-300 at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information was available.